Event description:
It was reported that the pt experienced a shocking or jolting sensation at the neurostimulator site 2-3 weeks ago. When the stimulation was on, palpitating caused stimulation changes. When the stimulation was off and the neurostimulator site was palpitated; the pt did not experience any shocking sensation. The lead impedance measurements were normal. The pt was at the clinic. The company representative confirmed that the pt was still experiencing shocking sensations. The lead impedance measurements were within normal limits, even when shocking was induced. A surgical revision is needed to revise the neurostimulator. The plan is to disconnect the leads from the neurostimulator, dry them off, and reconnect to the same neurostimulator. The surgery date is unk at this time.